Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported three instances where the pessary retrieval string was caught in the insertion tube, thereby making the string inaccessible. Each instance involved product from the same package. This issue was noted prior to use. No consequences reported.